Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. The right ventricular (rv) lead exhibited noise over-sensing due to lead damage, high impedance measurement and high capture threshold. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.